Event description:
It was reported that the gastrointestinal videoscope had a scope communication error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection; however, the reported failure was not confirmed. During the evaluation, the following additional reportable malfunction was identified: screen became noisy. A root cause could not be determined. Based on the investigation results, the most probable cause of the scope communication error could not be identified. For the image noise, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.